Event description:
Remote alarm sounded. Upon arrival, it was noted that the ventilator was not cycling and led screen was all blank. A caregiver manually ventilated pt by ambu bag and performed quick check of the ventilator. The ventlator was not responding to any key command when unplugged from ac power. The external power led remained on. Please note that there was neither death nor severe injury reported.